Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 10mg/ml at a dose of 5.496 mg per day, bupivacaine 20mg/ml at a dose of 10.991 mg per day and clonidine 100mcg/ml at a dose of 54.96 mcg per day via an implantable infusion pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient contacted the clinic and reported increased pain on the event date. A catheter access port (cap) contrast study was performed the following day which revealed a possible inflammatory mass. The catheter was then revised on (B)(6) 2015, it was spliced. During the revision surgery, a catheter occlusion was noted upon surgical observation. The event was not considered serious and mild in severity. The event outcome was listed as resolved without sequelae as of (B)(6) 2015. No further information was provided. Additional information has been requested regarding the cause of the catheter occlusion and to confirm if an inflammatory mass was confirmed/ observed during the surgery but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Updated the event description.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the post-operative diagnosis was possible inflammatory mass. The cause of the occlusion was not determined.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to possible inflammatory mass above the catheter tip.